Manufacturer narrative:
Pt information was not provided as the report was not addressing a specific pt. Device manufacture date not available at the time of this event. Device evaluation is in-progress at the time of this report.

Event description:
A surgeon reported that he is inaccurate by 5 mm when he uses the system for ent procedures. He explained that he periodically checks his accuracy throughout each procedure and that it has consistently been inaccurate. The surgeon was not reporting a specific case. No pt present.